Manufacturer narrative:
Medwatch received with no product code, no lot information. Nurse sustained a needle stick after using safety lancet on patient.

Event description:
Nurse did a finger stick using unistik safety lancet for checking pt's blood sugar. The nurse placed the lancet in the bed after use. Then the nurse picked up the lancet for disposal. However, upon picking up the lancet the nurse sustained a needle stick. It appeared that the needle did not retract as expected.